Manufacturer narrative:
Multiple attempts were made to try to obtain further information about this case, but no response received from the customer. No additional details, nor the final disposition of unit were provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting the check mark or accept button on the v60 ventilator was nonfunctional. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported the unit was updated to the second-generation front bezel. The rse advised replacement of the switch printed circuit board assembly (pcba) on the user interface (ui). Investigation is ongoing.